Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert, the insert was overheating; no injury resulted.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.